Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for syncope; there was no specific information regarding the syncope event provided. During the patient's hospital stay, it was reported that there was drainage noted to be coming from the percutaneous lead exit site and cultures were positive for diphtheroids. Unspecified changes were made to the patient's medications and the patient was discharged home on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The device remains in use supporting the patient. A correlation between the device and the reported percutaneous lead infection could not be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No information was provided regarding the syncope event; the study data was capturing the driveline site infection. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The physician reported that she was unsure if the patient ever had a syncope. The patient did not experience arrhythmia. The physician reported that it was possible that the patient's blood pressure was over treated or he took too many medications. The physician reported that the syncope was not a pump related event.